Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, there was a leak at the connection of the endotracheal tube double layer tubes. It was reported that because of this, they could not ventilate the patient on a lung during the thoracic procedure. It was reported, ¿did the patient experience any complications? Unknown, but will follow-up for more information. Was medical or surgical intervention needed to prevent a permanent impairment of a function? Unknown, but will follow-up for more information. Did the event lead to or extend patient hospitalization? Unknown, but will follow-up for more information. Was there any injury as a result of the event? Unknown, but will follow-up for more information.¿ we are following up for more information.